Event description:
Syringe containing cefazolin 1gm cracked along the barrel. Medicine leaked out. Pt put tape around syringe and gave med anyway before pharmacy was informed of problem and sent new doses to pt. Pt could develop infection since sterile delivery of cefazolin was compromised. Pt had 8 out of 21 syringes cracked.